Manufacturer narrative:
The pump passed the full functional tests, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The pump was monitored and no unexpected pump error 23 was noted after battery insertion. The insulin flow blocked alarm functioned properly during the basic occlusion and occlusion tests. The pump was programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. The pump was then was programmed and monitored the basal profiles. The pump had a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had high blood glucose. The customer also reported that they received a pump error alarm. The customer's blood glucose was unknown at the time of incident. No further details given. The insulin pump will be returned for analysis.